Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that one of his blood glucose readings was not stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. The customer was offered a replacement device, however, the customer declined.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.